Event description:
The customer stated a shift out of range high for the clinical chemistry albumin bcg quality controls (qc) after calibration. The customer had been running the albumin assay all morning without error, then, the calibration expired. Recalibration of the assay passed, however, the qc was very high out of range with no change to the calibrator lot or reagent kits. The customer verified the correct calibrator set points and performed other recommended troubleshooting. The customer stated recalibration passed specifications when the correct calibrator level was used. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect c8000 analyzer, list # 1g06-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.